Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. Device passed the self test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button error alarm. The customer stated buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.